Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. It was recommended to replace the internal battery to resolve the issue. The device powered on and operated properly. No repairs were performed. The unit has been scrapped.